Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. However, the fse replaced the ssc footrest assembly as precaution. After replacement, the system was tested and verified as ready for use. The referenced mcs instrument is not returning for evaluation. A follow-up MDR will be submitted if the replaced ssc footrest is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar energy was activated automatically after the surgeon had released the right blue pedal on the surgeon side console (ssc). The customer heard an activation sound and an image on the monitor showing that the pedal was pressed. The issue occurred twice during the procedure. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the system logs and confirmed that the monopolar curved scissors (mcs) instrument was installed on universal surgical manipulator (usm) 4. Then, the tse advised the customer to check if there was any obstacle around the right blue pedal. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was pressing the foot pedal (right coag) of the ssc to activate the mcs instrument on usm 4. The issue occurred twice on the same mcs instrument. Only vio dv integrated electrosurgical unit (iesu) was used during the procedure. An 8mm cannula was in use. The monopolar energy cable and endoscope cable were not in proximity or tangled. The issue was resolved without any action. When the incident occurred, the instrument tip was not in contact with tissue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the ssc footrest assembly involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported complaint. The ssc footrest assembly was installed on an in-house system and started up normally. All ssc pedals worked normally after ten power cycles.